Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at display window corners, case at reservoir tube window corners, belt clip slot and battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The customer did not remember the blood glucose reading. No significant events leading to the alarm nor keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).